Manufacturer narrative:
The t:slim x2g6 user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer was using apidra insulin in the cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling. There was no impact to the customer's blood glucose level. Reportedly, customer simply cleared the alarm and resumed insulin delivery to address the issue.